Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device expulsion ("migration /malposition of essure device: uterus; migration of essure device: left side of the uterus/one dislodge") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high and anxiety. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), menorrhagia ("heavy menstrual cycles"), abdominal pain ("severe abdonimal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping"), groin pain ("left side down by groin") and pelvic pain ("excruciating pain"). Essure treatment was not changed. At the time of the report, the perforation, device expulsion, menorrhagia, abdominal pain, back pain, adverse event, dysmenorrhoea, groin pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device expulsion, dysmenorrhoea, groin pain, menorrhagia, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received. The previous event device dislocation was updated to device expulsion. Added event s dysmenorrhea (cramping), groin pain, excruciating pain. Patient's demographics was added. Concomitant drug was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device expulsion ('migration /malposition of essure device: uterus; migration of essure device: left side of the uterus/one dislodge/ essure device on the left side has apparently extruded from the fallopian tube and is seen outside the fallopian tube') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, menarche, back surgery, c-section, pre-eclampsia, inflammatory bowel disease and headache. Concurrent conditions included blood pressure high, anxiety, depression, chest pain, diabetes, hyperlipidemia, obesity, gastroenteritis, dehydration, left upper quadrant pain, nausea, vomiting, diarrhea, syncope and emesis. Concomitant products included atenolol, atorvastatin calcium (lipitor), escitalopram oxalate (lexapro), hydrochlorothiazide, lisinopril, metformin and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("excruciating pain"), 10 months after insertion of essure. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramping"). On (B)(6) 2017, the patient experienced menorrhagia ("heavy menstrual cycles/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), abdominal pain ("severe abdorninal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms") and groin pain ("left side down by groin"). Essure treatment was not changed. At the time of the report, the perforation, device expulsion, menorrhagia, abdominal pain, back pain, adverse event, dysmenorrhoea, groin pain, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device expulsion, dysmenorrhoea, groin pain, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs was received. New event abnormal bleeding (vaginal) was added. Concomitant drugs were added. Patient past medical history and concomitant conditions were added. Reporter was added. Event onset dates were added. On 16-dec-2019: medical record was received. Patient medical history and concomitant conditions were added. Patient demographic was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.